Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The IFU instructs users that long-term use, more than 24-48 hours should approach with caution because it increases the risk for partial or complete occlusion. Even though the issue states the patient expired it was stated it was not due to the malfunction of the device.

Event description:
Cuff was blown, had to reintubate. Emergent intubation, after code was completed staff noted cuff was blown, had to re-intubate, code was called. Patient expired not related to equipment. Tube was 7.5, re-inserted a 8.0...

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The IFU instructs users that long-term use, more than 24-48 hours should approach with caution because it increases the risk for partial or complete occlusion. Even though the issue states the patient expired it was stated it was not due to the malfunction of the device did not confirm complaint due to lack of photo or return. Sent and received root cause investigation to the supplier. Reviewed complaint history for the 24 months preceding the complaint reporting date and there were only 2 complaints for this part number. There is no trending issue. Performed risk analysis and determined a severity rating of 6. Sent a resolution with root cause investigation results to the customer.

Event description:
Cuff was blown, had to reintubate. Emergent intubation, after code was completed staff noted cuff was blown, had to re-intubate, code was called. Patient expired. Not related to equipment. Tube was 7.5, re-inserted a 8.0